Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on presenting and stored atrial tachycardia / atrial fibrillation (at/af) electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.